Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down due to settings and usage. As a result the customer experienced a "high" blood glucose (bg) value; specific bg value was not provided. Customer administered a bolus via the pump to address elevated bg. Reportedly, customer continued to use the pump for insulin therapy.